Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 164 mg/dl. The customer stated that their is crack in the corner of the screen and crack in the casing of the insulin pump. The customer reported that she is not aware how crack occurred. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked case on display window corners, cracked lcd window, and cracked reservoir tube lip.